Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had vibrate anomaly. Customer did self test and insulin pump did not vibrate. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with an unresponsive keypad at the "down" and "back" buttons due to moisture damage on the electronic assembly. Unable to perform the displacement test and self test due to unresponsive keypad. Audio/vibrate anomaly/absence of alarm unknown. Pump error 63 unknown. Device received with cracked belt clip rail case corner and battery tube threads. Device received with scratched case. Device received with pillowing and cracked keypad overlay at select button. Device received with missing display window cover. Device received with keypad overlay texture damage. Device received with corroded battery tube.